Event description:
Healthcare provider reported a left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "bilateral capsulectomies and bilateral ruptures."

Event description:
Healthcare provider reported a left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified one opening sharp and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -one sharp opening in the side posterior assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: d9, h3, h6.